Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: lightheaded. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and to ensure the customer¿s initial concern was resolved- unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The customer's test strips are expired: test strip lot manufacturer¿s expiration date is 11/16/2020 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. At the time of the call the customer reported feeling lightheaded; medical attention was not needed at the time.